Event description:
Thepatient has been explanted med-el was not informed of the scheduled explantation until the receipt of the explant. Despite of requests for further information to the clinic, no information on the reasons for explantation have been provided to MFR.

Manufacturer narrative:
The device has been explanted and has been returned to MFR where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.